Manufacturer narrative:
PMA/510k #: pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the user discovered that the filiform double pigtail ureteral stent was broken upon opening the package. A new device was used to complete the procedure. The stent was broken into two pieces. There was no damage noted to the device package. This occurred prior to patient contact; there was no impact to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, the user discovered that the filiform double pigtail ureteral stent was broken upon opening the package. A new device was used to complete the procedure. The stent was broken into two pieces. There was no damage noted to the device package. This occurred prior to patient contact; there was no impact to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted. A personnel interview and visual inspection of the returned complaint device was also conducted. One filiform double pigtail ureteral stent was returned for investigation. The device was returned in an open package. Two segments of the stent were returned. A section of the stent that would have included one of the coils (pigtails) was not returned. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions the tether should be removed if the stent is to remain indwelling longer than 14 days. Instructions for use tether options: removed prior to stent placement: remove tether by holding the knot, cutting one strand, and while holding the knot, gently pull on the tether. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. Cook has concluded that the cause for this incident was unable to be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.